Event description:
It was reported that a baclofen device system explant was done on (B)(6) 2014 because the patient had a wound over the pump. The original implant site of the pump was in the right abdomen. The cause of the event, diagnostics/troubleshooting, and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis of the pump revealed no anomaly. Upon device interrogation, it was indicated that the pump contained lioresal.